Event description:
Caller reported issue with insulin gauge displaying an unexpected amount. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support on the variance in measured pressures affecting the fill estimate, and understood that the estimate will adjust correctly once levels equalize.